Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> devices reported in this complaint were received for evaluation, a visual inspection and functional test were conducted. The result for this test indicated that the devices could not be assembled into micro tornado handpiece (p/n 283889). Due to these results, the burrs were sent to r&d lab to continue with the investigation. A manufacturing record evaluation was performed for the finished device lot number: m2105041, and no non conformances were identified. The investigation was divided into two stages, 1st stage consisted in complaint burr visual inspection and functional test at the product analysis lab, the result for this test indicated that the devices could not be assembled into micro tornado handpiece (p/n 283889). Due to these results, the burrs were then measured, and it was identified that 2 burr features of the outer blade hub were over the upper limit. Devices were sent to r&d lab to continue with the investigation. The part underwent dimensional inspection, where it was confirmed that 2 burr features were oversized (12.575mm feature and 15.72mm feature). Manufacturing was notified about the condition and a nonconformance record was created to continue the investigation, root cause determination and mitigation of the issue. Investigation performed by supplier indicates a probable root cause is unforeseen growth in outer blade hub (part that is assembled onto micro tornado handpiece) dimension post-induction welding process leading to oversized condition--particularly on hub components on higher end of specification pre-weld. Short term mitigations in place under a nonconformance to implement additional inspection step post-induction welding process. The dimensional issue would result in difficulty of assembling the burr into the handpiece. Insertion, however, is still possible but will necessitate an extra amount of force as noted on the test performed. Full engagement is a requisite for optimal function. Once achieved, the device functions as intended with no issue. As during the investigation other lots were found to be affected, the failure mod was escalated to upper management. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. H10 correction narrative: h10: the investigation summary has been updated to reflect the correct information: according to the information received, it was reported that the device is defective. During acromioplasty / shoulder arthroscopy, drill difficult to engage, forcing snaps into place and does not hold in place and sometimes suddenly disengages. Impossible to perform acromioplasty, change of the bur to finish the gesture without patient consequence. Devices reported in this complaint were received for evaluation, a visual inspection and functional test were conducted. The result for this test indicated that the devices could not be assembled into micro tornado handpiece (p/n 283512). Due to these results, the burrs were sent to r&d lab to continue with the investigation. A manufacturing record evaluation was performed for the finished device lot number: m2105041, and no non conformances were identified. The investigation was divided into two stages, 1st stage consisted in complaint burr visual inspection and functional test at the product analysis lab, the result for this test indicated that the devices could not be assembled into micro tornado handpiece (p/n 283512). Due to these results, the burrs were then measured, and it was identified that 2 burr features of the outer blade hub were over the upper limit. Devices were sent to r&d lab to continue with the investigation. The part underwent dimensional inspection, where it was confirmed that 2 burr features were oversized (12.575mm feature and 15.72mm feature). Manufacturing was notified about the condition and a nonconformance record was created to continue the investigation, root cause determination and mitigation of the issue. Investigation performed by supplier indicates a probable root cause is unforeseen growth in outer blade hub (part that is assembled onto micro tornado handpiece) dimension post-induction welding process leading to oversized condition--particularly on hub components on higher end of specification pre-weld. Short term mitigations are in place to implement additional inspection step post-induction welding process. The dimensional issue would result in difficulty of assembling the burr into the handpiece. Insertion, however, is still possible but will necessitate an extra amount of force as noted on the test performed. Full engagement is a requisite for optimal function. Once achieved, the device functions as intended with no issue. As during the investigation other lots were found to be affected, the failure mod was escalated to upper management. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an acromioplasty shoulder arthroscopy procedure, it was observed that the barrel tornado burr 5.5mm device was difficult to engage, did not hold in place and would suddenly disengage some times. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.